Event description:
As surgeon attempted to use cautery pencil in patient mouth, insulation on cautery tip ignited. Cautery instrument withdrawn from mouth and passed off to circulating rn. No patient injury. No debris. No gasses. No burns. Near miss. Covidien valley lab button switch pencil (B)(4), lot 227832, expiration 3/2017. (See (B)(4)). Item sequestered for independent forensic analysis. A subsequent cautery tip was removed from use the next week. Lot #227299x item (B)(4), expires 03/2017. Due to a split in the insulator tip.